Manufacturer narrative:
Upon further review, the events "visible plume, whiten corneal wound, suture" were not considered to be a reportable serious injury, as the reported literature article was published beyond 10 year window for literature reviews. No further reports will be scheduled under mfg. Report num. 1644019-2024-02074. The manufacturer internal reference number is: (B)(4).

Event description:
The events "visible plume, whiten corneal wound requiring suture, occlusion" were not considered to be serious reportable events (adverse events and device malfunction), as the reported literature article was published beyond 10 year window for literature reviews.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, a physician reported that during cataract surgery (without intra ocular lens implantation), a female patient with posterior subcapsular cataract experienced severe corneal burn of left eye. Under topical anesthesia, dispersive ophthalmic visco surgical device was injected through a 2.75 millimeter temporal clear cornea incision, and a continuous curvilinear capsulorhexis and hydro dissection were done. A small white plume was visible at the beginning of sculpting on the tip of suspected handpiece, and the corneal wound instantly whitened where it required suture for closing the wound as surgical intervention. The tip and tubing were changed and reprimed but after its entry into the anterior chamber, the equipment signaled occlusion rendering the surgeon to pedal lightly without sculpting the nucleus. After aspiration of ophthalmic visco surgical device with a higher vacuum and aspiration rate, the surgeon sculpted the nucleus without the occlusion sound. The wound was closed with two tight sutures, leaving adhesion of the iris to the corneal wound. The stitches were removed after a month of surgery and there was an improvement in visual acuity of patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in h.10. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).